Event description:
Became r.n. 1989. Increased sensitivity from 89-91. Identified latex allergy in 92. Symptoms (watery eyes, swollen eyes, & pruritic eyes, congested, itchy skin, dermatitis on hands & wrist.) Up to this point. Intercourse w/ condoms-projectile vomiting, tightness of chest. Ringing ears, impending doom, sob, swollen face. Lasting intensely approx. 1 hours, then intense abdominal pain lasting approx. 1 hour. Unable to stand. Took benadryl 50mg. Days later received solumedrol 125mg (high dose) for swollen face still. Now take benadryl while working. Affected immediately by airborne powder (latex) particles.